Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. Device passed the keypad voltage test. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump center button was unresponsive. Customer stated numbers ramping or the scroll bar was moving up or down with no input form the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.